Manufacturer narrative:
During an internal review on june 13, 2019, it was noted that "outcomes attributed to adverse event is other serious" was inadvertently missed, therefore, it has now been selected. Also, "manufacturer state code" was inadvertently left blank and has now been populated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference : (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a smart touch unidirectional catheter and suffered a diaphragmatic paralysis requiring no interventions. During the procedure the physician isolated the pulmonary veins and isolated the superior vena cava (svc). The physician then paced for phrenic nerve capture, and there was no capture. The physician then proceeded to isolate the svc and confirmed the isolation. The physician stated that the phrenic nerve was resolved, and the patient was reported in stable condition. No medical/surgical intervention was provided. Extended hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient¿s anatomy related. No biosense webster, inc. Product malfunctions were reported.